Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. The device's instruction manual provides the following warnings which may help to detect the issue: ·preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that the coating on the insertion section peeled off. Additional evaluation findings were as follows: the insertion tube has buckles, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to breakage of image guide bundle, the image has a stain, and indication on connecting tube has a disappeared area. (1mm2 or more). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the airway mobilescope had black spots on the image. The issue was found during reprocessing after the intended diagnostic bronchial examination procedure. The intended procedure was completed with the same equipment. There was no delay, and the patient was not under anesthesia. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating on the insertion section peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.